Event description:
Customer reporting a conflicting sars result. Customer states they are symptomatic with covid type symptoms (loss of taste and smell) and initially tested negative but upon retest the same day tested positive.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot number. Root cause: unable to determine. Source: phone.